Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation- based on the device analysis grid, the assessments of the complaint are: ¿capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿crease flat observed.